Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was not confirmed, and the inspection tests did not reproduce the suggested event. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center switch information would occasionally appear and then disappear. The issue occurred during a diagnostic outpatient examination. The procedure was completed using the same set of equipment. There were no reports of patient harm.